Event description:
It was reported the patient didn¿t ¿feel right¿. The patient felt the medication was ¿too high¿ so she had her health care provider (hcp) turn it down the day prior to the report date. The patient was at 200 and it was turned down to 74.9ml per day. The patient still wasn¿t feeling good. She had been experiencing light headedness and shortness of breath. The patient wasn¿t sure if she was going through withdrawal or was dehydrated. No alarms had been heard. It was noted the patient lived far away from the hcp. The device system was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or device manufacturer representative. The patient had an upcoming appointment on (B)(6) 2013. It was later reported that the device system delivered fentanyl and bupivacaine. Telemetry strips were provided and drug information, dosing and concentration was obtained. As of (B)(6) 2013 the device contained fentanyl at a concentration of 1000mg/ml and bupivacaine at a concentration of 5mg/ml. The pump was set at a simple continuous infusion mode and delivered 99.9mg/day of fentanyl and 0.4996mg/day of bupivacaine as of (B)(6) 2013 at 09:32. Then on the same day, a decrease occurred and the device delivered 74.9mg/day of fentanyl and 0.3747mg/day of bupivacaine. The patient had also been allowed six boluses with their ptm per day however according to the logs no boluses were requested. As of (B)(6) 2013 at 18:23 the pump was set to minimum rate. Both of the medications had been started in the pump on (B)(6) 2013. At the time of the event, the patient was also taking norco 10/325 orally every four hours as needed, baclofen 10mg twice a day as needed, soma orally four times a day, topamax, hctz, kcl and amitiza. The cause of the event was listed as drug intolerance to fentanyl. The patient was reportedly much better with "feeling of intoxication" since the dose was decreased to minimum rate. The patient's pain was however poorly controlled.